Event description:
It was reported that the patient was not feeling well after the procedure. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and high impedance. Imaging showed that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and high pacing impedance. As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.